Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 9/02/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots and battery alarms following the reboots. The black box showed the dates on the default time/date setting. During a visual inspection of the pump, multiple battery compartment cracks were observed. There was evidence of moisture contamination inside battery compartment. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching; the battery cap threads were damaged. A test battery cap was used for all testing. A leak test was performed and leaks were observed in the battery compartment and the missing audio bolus button cover. The pump powered on normally with the test battery cap. During testing, current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following: the display was dim and discolored. The keypad was found to be intact; no peeling or tearing was observed, however, all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was contamination found under all button contacts. The audio bolus button cover was detached/missing. Testing for bolus button functionality was not able to be conducted due to the missing cover. Also unrelated to the complaint, a pump case cover crack was observed between the corner of display lens and case seal; a base crack was also observed between the case seal and keypad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked and the battery life was not as expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.